Manufacturer narrative:
The reported complaint was confirmed. Per the user, they do not need this unit so no further testing or repairs will be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the occluder head to successfully calibrate the first during each attempt. The occluder head operated as intended throughout the evaluation.

Manufacturer narrative:
The fsr replaced the occluder head. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the occluder head took six to seven times to calibrate. There was no patient involvement.